Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage occurred when the tubing and the filter of a clearlink solution set separated. This was noted during infusion of total parenteral nutrition. There was patient involvement; however, there was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and microscopic inspections were performed and showed that the outlet port of the filter housing was broken off. Further inspection noted that the spike had been cut away and the bottom section of the set was not returned. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.